Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision secondary to pain, stiffness and suspected loosening. Doi: (B)(6) 2017; dor: (B)(6) 2019 (tibial components).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 8369939. Device history review : the device history records were reviewed as part of investigation (B)(4). The device history record (DHR) review did not reveal any related manufacturing deviations, anomalies or any other non-conformances on the provided product and lot combination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.